Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) found charring an alinity I analyzer while troubleshooting. There were movement errors on theta when restarting the analyzer and it did not communicate. While checking the servo drivers, the r1 theta was removed and the fse noticed evidence of charring on the part. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting communication issues on an alinity I, serial number (B)(4). During the investigation, the fsr discovered that the servo driver 16a, part number a-30111054-01, had evidence of charring on it. There were visible signs of smoke. No fire was observed, and no injury occurred. The fsr replaced the servo driver 16a, part number a-30111054-01, which resolved the issue. The analyzer was returned to normal operation. A review found the 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning/charring observed was limited to the servo driver 16a, part number a-30111054-01. The electrical charring/burning did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.